Event description:
This pt received shocks for "unexplained reason". During the elective replacement of this pt's implantable cardioverter defibrillator (ICD). "Broken insulation close to connector" was noted on this lead. The lead was explanted.